Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that a tampon was stuck and had deteriorated inside her vaginal cavity. An attempt was made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.